Event description:
It was reported that a revision surgery was required due to a supraspinatus and rotator cuff tear.

Manufacturer narrative:
The patient was revised 4.5 months after prior surgery to remedy soft tissue damage. The revision consisted of conversion from a foundation to a rsp. No information was provided regarding patient activity, accidents or medical contraindications leading to the soft tissue damage. The explanted device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmr's created for the glenoid. The stem had a ncmr for scratches and blasting on the taper which was reworked. The forging had a ncmr for the taper which was returned to the vendor. The reason for this revision surgery was to remedy soft tissue damage. The cause for the soft tissue damage was not determined with confidence, possibly due to trauma.